Event description:
Pt's daughter called to report several incidence where the trilogy 100 ventilator failed while in use on her mother. On a friday, her mother came home from the hospital, her daughter(rn) hooked her mother up to the bipap machine which started alarming then stopped. By the following monday, she noticed her mother was getting worse. Tuesday, her mother's hr-30, co2-94 and the daughter had to bag ventilate her mother 3x due to ventilation failures. Thursday, again the ventilator failed and the mother was admitted to (B)(6) hospital to the ICU. Labs results- co2-136, ph-7.22. Daughter states on (B)(6), at good (B)(6) hospital prior to using the ventilator at home, there were reports from the hospital indicating that the same ventilation was used on her mother and failed in house. Lab results at the time on failing; co2->130, pt-7.09. According to the daughter the doctors in the hospital thought that is was her mother's cord getting worse. While in fact, there was been at least 2 recalls on this ventilator in 2011 and (B)(6) 2014. Daughter wants to know "why are these ventilators still on the market". Pt's daughter notified the hospital of the recalls and wants to notify FDA as well.

Event description:
Pt's daughter called to report several incidences where the trilogy 100 ventilator failed while in use on her mother. On a friday her mother came home from the hospital, her daughter (rn) hooked her mother up to the bipap machine which started alarming then stopped. By the following monday, she noticed her mother was getting worse. Tuesday, her mother's hr-30, co2-94 and the daughter had to bag ventilate her mother 3x due to ventilation failures. Thursday, again the ventilator failed and the mother was admitted to presbyterian hospital to the ICU. Labs results - co2-136, ph-7.22. Daughter states on (B)(6), at (B)(6) hospital prior to using the ventilator at home, there were reports from the hospital indicating that the same ventilator was used on her mother and failed in house. Lab results at the time on failure; co2-130, ph-7.09. According to the daughter the doctors in the hospital thought that is was her mother's copd getting worse. While in fact, there has been at least 2 recalls on this ventilator in 2011 and (B)(6) 2014. Daughter wants to know "why are these ventilators still on the market?" Pt's daughter notified the hospital of the recalls and wants to notify FDA as well.